Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 441 mg/dl, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was placed on a therapy of fluids and insulin.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.